Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor detached. Caller further reported that on an unspecified date customer¿s sensor detached and they ¿lost track of his glucose¿ so he was taken to a healthcare provider, determined to have ¿high ketones¿ and was treated with an insulin injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor kit was reviewed and the DHR showed the fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor detached. Caller further reported that on an unspecified date customer¿s sensor detached and they ¿lost track of his glucose¿ so he was taken to a healthcare provider, determined to have ¿high ketones¿ and was treated with an insulin injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.